Event description:
The facility representative reported a colleague infusion pump that displays pump failure. It is unknown when the event occurred; however, it was identified in the "sterile processing" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be failure code 810:04. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:04 was confirmed but not reproduced. The assignable cause was determined to debris in the channel. The debris was removed from the channel, but no repair was required. If additional information is received, a follow-up will be submitted.